Event description:
The customer called in that unit makes "groaning noise" from base during fine movements of the joystick; also unit is firing higher than indicated no rpeorted pt's involved or injured.